Event description:
The pt complained of a nerve deficit to his upper thigh due to the over pressure of an inflatable cuff that occurred during a procedure using the vasoguard microlite in may 2006. The pt claims the cuff pressure reached 400mmhg. The medical record of the procedure indicates the cuff was inflated to a maximum pressure of 270mmhg. A pressure of 240mmhg is normally used during this procedure, but a higher pressure was needed to accomplish the test for this pt. The pt reported he had been hiking prior to the procedure.